Event description:
According to the reporter: davinci robotic sacrocolpopexy was the procedure. Upon exploration of the abdominal cavity a 0.25 cm x 0.50 cm plastic piece was found. All davinci instruments ports were examined and found to be intact. The laparoscopic endo retractor was examined and shown to have missing a small plastic piece. No further issues were reported.

Manufacturer narrative:
MDR initial report submitted: 10/01/2008.